Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech for evaluation on 14-jan-2025. A visual inspection, and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. It was reported that the carto 3 system was displaying high force readings on ablation. They tried re-zeroing three times without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-jan-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-jan-2025 and have assessed this returned condition as reportable.